Event description:
It was reported by the patient that they experienced dizziness and shortness of breath when exercising. The patient also indicated that reprogramming adjustments had been made with their lower rate, however they continued to feel dizziness, and later felt discomfort and pinching. Follow-up with the clinic revealed that additional reprogramming was performed for sensitivity, and the issue appeared to resolved. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.